Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up infection was confirmed. The patient undergone a course of antibiotic medication to treat the bacteremia however treatment was unsuccessful. Under the discretion of the physician this system was explanted. No further adverse patient effects were reported. The leads explanted were non-boston scientific leads which have been reported separate from this boston scientific device. This device is not expected for return. Given this information this concludes our investigation on this event. Should further information be received an updated report will be provided.